Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the device was returned and analysis indicated that the device met expected longevity with normal depletion.

Event description:
It was reported that the patient's device reached elective replacement indicator (eri) as the patient's physiology necessitated high battery output, with the ventricular lead having high thresholds. The device was removed and replaced and the lead was capped and replaced.